Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. No intervention was performed and the patient condition was unknown.

Event description:
New information received noted that the right ventricular (rv) lead exhibited loss of capture.